Manufacturer narrative:
Failure analysis (fa) lab received a sipap comp ventilator. The fa could only get the alarm to go off once during testing. Fa tested the blender and found that it does fail in certain areas. The blender sleeve and poppet need to be replaced. Though no visual abnormalities were found, unit still failed the blender testing. Fa sent the unit to manufacturing to replace part, test unit as a whole and send back to customer.

Manufacturer narrative:
(B)(4). The distributor in the (B)(4) was shipped a replacement device. Carefusion issued a return goods authorization (rga) number to the distributor in the (B)(4) for the return of the alleged faulty device for evaluation. As of the september 11, 2015 the alleged faulty device has not been received.

Event description:
The distributor in the (B)(4) reported that while setting the device up for the first time the device's loss of one gas alarm was constantly alarming even though the device was connected to both air & oxygen and the gasses were turned on. The device was an out of box failure.